Event description:
Caller reported a cgm error 42, which was related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with a complete pump reset and successfully started their sensor session without encountering the error again.